Manufacturer narrative:
Failure analysis confirmed that the insulin pump was received with a blank display due to faulty interface board. The insulin pump was received with scratched lcd window, cracked reservoir tube lip, and cracked battery tube threads. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a blank display. Blood glucose at the time of incident was 284mg/dl. The customer states the display was not blank less than 30 seconds. The customer stated that the battery cap was not damaged or corroded. The customer stated that the battery compartment and spring were not damaged or corroded. Troubleshooting was not able to resolve the issue. The customer stated that the display did not return after inserting a new battery. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis. The device will be returned for analysis.